Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a broken reservoir compartment and battery issues on the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that a piece of the pump is missing and she had been having battery issues. The customer stated that she put in new aaa batteries and the pump did not function as normal. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly, no battery issues noted and all operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with broken reservoir tube lip noted, cracked battery tube threads and minor scratched lcd window.